Event description:
The patient called animas on (B)(6) and mentioned that his blood glucose readings have been fluctuating and the time was not set correctly on the pump. He also said he received multiple occlusion alarms and would get them when he tried to bolus the pump. He changed the infusion site and his blood glucose levels were not decreasing. His blood glucose level eventually got up in the 400 mg/dl range and has been up and down for the past month going as low as 34 mg/dl. The patient has also experienced symptoms of increased thirst, urination, dry throat, and did not test for ketones. He says he does not feel low blood glucose levels. He says the time is ahead an hour showing 10:15 pm instead of 9:15 pm and said he never changed it for daylight savings. The animas representative educated the patient on how the incorrect time could be contributing to the blood glucose excursions and helped the patient change the time. The patient has seven basal segments, three I:c ratios, and 3 isf settings that vary based on the time of day. The patient denied any weight change or diet change. He says his activity level has decreased recently and stress level increased due to losing his job. He says he was sick a month ago for several weeks, was given amoxicillin and stated it did not help. He eventually got over the illness. The patient said the basal rates and bolus calculation settings were correct. The alarm history revealed that occlusion alarms were noted and the bolus history showed cancelled bolus doses at times of occlusion alarms. The patient stated there were no issues with the infusion set. There were no visible issues with the infusion sites. This complaint is being reported because the pump time was set incorrectly, there were multiple occlusion alarms, and the patient has been experiencing blood glucose fluctuations with symptoms that may be indicative of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There is evidence of use error because the time was not set correctly on the pump. The patient also received multiple occlusion alarms and the patient continued to use his pump to bolus insulin. The owner's booklet states the user must be prepared to give him/herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.